Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported issue "air pass through sensor without triggering alarm" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the ultrasonic sensor values out of specification. The ultrasonic sensor requires calibration to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect air in the line. This was further reported as 'air pass through sensor without triggering alarm'. This occurred during an unspecified process step. There was no patient involvement. No additional information is available